Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient was prescribed with a two week coarse of oral antibiotics (date, type and dosage not reported) due redness at the incisional site.